Event description:
Customer reported the port is separated from the IV tubing so it leaks. Event date unknown. Product not received as of the time of this report. If product received a follow up report will be sent when investigation complete.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.